Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and the blood glucose level reported at the time of incident event was 471 mg/dl. Customer stated that he kept on getting calibrate now alerts and said that the blood glucose value entered was not accepted. Customer also reported that he did not notice that the infusion set was no longer attached to his skin. The current blood glucose level reported was 414 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.